Event description:
It was reported that a user experienced no dexcom g6 glucose readings on the ilet following sensor warmup despite correct sensor and transmitter code entry and with dosing stopped, after the device had already completed the three-day bg run mode; the user was not using the g6 app or g6 receiver, and support guided a pump restart with a plan to attempt a communication toggle if readings did not resume. Symptoms included an absence of cgm data. Outcomes included reliance on manual blood glucose entry and temporary suspension of automated dosing. Investigation included technical support troubleshooting and device restart. Investigation of this case revealed a suspected cgm communication or integration issue between the dexcom g6 transmitter and the ilet, with no sensor failure alerts recorded and no responsible device identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a device, sensor, or user-handling root cause.